Manufacturer narrative:
Analysis of the implantable neurostimulator found the battery had a reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. The patient cannot connect with their remote/recharger beginning on an unknown date. The patient hasn¿t charged since november 2018. They had turned their device off and did not keep it charged since november 2018. Patient services reviewed overdischarge potential and redirected the patient to follow up with their healthcare professional (hcp). Patient services also sent an email to local manufacture representative (rep) to assistance. There were no patient symptoms reported and no complications reported.